Manufacturer narrative:
Patient information was unavailable from the site. UDI is unavailable at the time filing. No device was returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that while trying to utilize the navigated thoracic probe, it would not fit correctly due to the instrument being bent. There was no patient impact reported and the surgery was completed successfully. The amount delay is unknown.